Event description:
Physician intended to use a resolute integrity 2.50 x 30 mm rx drug eluting stent to treat a 30 mm peripheral lesion in the anterior tibial of the right leg. The device was inspected before use with no issues noted. Pre-dilation was carried out. It is reported the device would not advance past the popliteal artery. The physician stated he believes this was not a problem with the resolute integrity stent but that during advancement it got caught on a previously implanted non-medtronic stent in the sfa vessel. When the device was removed and inspected the stent was found to be deformed. There were no reported patient injuries and the lesion was treated successfully with another 2.50 x 30 mm resolute integrity stent. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 14th to 17th proximal segments were raised and deformed.

Manufacturer narrative:
Evaluation results: related to another device -(previously deployed stent). Unapproved use of the device -(resolute integrity product is indicated for use in coronary arteries only). Inherent risk of procedure - (deformation). Evaluation conclusions: another device caused failure - (previously deployed stent). Inherent risk of procedure - ( deformation). Off label use of the device - (resolute integrity product is indicated for use in the coronary arteries only). (B)(6).